Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator and no issues were observed. Applicator had fired correctly. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly. Attempt to reprogram the sensor and the sensor was activate successfully. Simvivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Extended investigation has been performed. Visual inspection was performed on returned sensor triangle and no issues were observed. Sensor was activated and reprogrammed, no issues were observed. Sensor was de-cased and performed visual inspection, no issues were observed. The returned battery was measured and all range was within specification range. Sensor was activated and reprogrammed to perform simvivo test on the returned sensor and all results were within specification. Puck was terminated due to intermittent issue and now puck is working as intended. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received an unspecified scan error message on the adc device and was unable to obtain readings. As a result, customer was given sugar water by third-party for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A webform complaint was received in which it was reported a customer received an unspecified scan error message on the adc device and was unable to obtain readings. As a result, customer was given sugar water by third-party for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.